Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the clip rails of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.